Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer's blood glucose was unknown at the time of the incident. During troubleshooting, the customer indicated that they were reporting a past event. The customer stated that the air bubbles were noticed during the filling process. No further troubleshooting was performed due to the incident being a past event. The customer was advised best practices for handling insulin for reservoir fill. The reservoir will not be returned for analysis.